Event description:
The distributor reported on behalf of their customer that the device, 00505800100, surgairtome two handpiece, was being used during a wisdom tooth removal on (B)(6) 2024 when it was reported, ¿according to the dentist, damage occurred to the patient's lip in the form of laceration. There was visible skin residue in the slit of the drill sock, which may indicate that the drill sock has rotated in layers with drill bits. Sending in the handpiece with the drill sock for a check. The dentist also states that there was no overheating in the instrument.¿. Further assessment found that the laceration occurred on the lower, left lip. The user stated ¿we think that det bor-guard in som way have rotated og damaged the lip. There was no heating of the guard. Treatment of the patient: application of terracortril liniment 3 times a day for 7-10 days. The patient is under observation. There where no extended stay in hospital.¿ although there was a delay of ¿only some minutes¿, the procedure was reported as having been completed. This report is being raised due to the reported injury of laceration to patient¿s lower left lip.

Manufacturer narrative:
The device was overdue for preventative maintenance(pm). Additionally, corrosion was found inside the device. The device was serviced, and then tested meeting all specifications. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed and found similar repairs to this complaint. A two-year review of complaint history revealed there has been a total of one complaint, regarding one device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that regular and proper maintenance of your hall surgairtome two drill and related equipment are the best ways to protect your investment. It is essential that you have your powered surgical instruments serviced as scheduled in order to retain their optimum performance and reliability, which will reward you with safer, less problematic product performance over time. The recommended maintenance interval is 12 months. Failure to follow the maintenance schedule above could result in reduced instrument performance or overheating of the handpiece or attachment. Overheating can lead to possible burn injury to the patient or medical personnel. Rotation of handpiece usage per day will assist with proper performance. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the device, 00505800100, surgairtome two handpiece, was being used during a wisdom tooth removal on (B)(6) 2024 when it was reported, ¿according to the dentist, damage occurred to the patient's lip in the form of laceration. There was visible skin residue in the slit of the drill sock, which may indicate that the drill sock has rotated in layers with drill bits. Sending in the handpiece with the drill sock for a check. The dentist also states that there was no overheating in the instrument.¿. Further assessment found that the laceration occurred on the lower, left lip. The user stated ¿we think that det bor-guard in som way have rotated og damaged the lip. There was no heating of the guard. Treatment of the patient: application of terracortril liniment 3 times a day for 7-10 days. The patient is under observasjon. There where no extended stay in hospital.¿ although there was a delay of ¿only some minutes¿, the procedure was reported as having been completed. This report is being raised due to the reported injury of laceration to patient¿s lower left lip.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.